Event description:
It was reported that during a routine check by bme engineer, the cs300 intra-aortic balloon pump (iabp) unit is showing electric code 50 error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp device. The fse further checked the unit and found that the motor control board was defective. The fse replaced the motor control board with a part provided by the customer. The fse then observed the unit for one hour and found the unit working ok, and the unit passed functional testing.

Manufacturer narrative:
UDI related data quality updates only.